Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she saw a bump under the sensor on (B)(6) 2018 the sensor insertion area was found to be infected when the sensor was removed. The patient reported a green discharge at the site of the infection. Patient was admitted to the emergency room on (B)(6) 2018 and was prescribed (B)(6) cream to treat the reported (B)(6) infection before being released in the early morning of (B)(6) 2018. At the time of contact, it was indicated that the infection has cleared up. No additional event or patient information is available.